Event description:
On (B)(6) 2013 - admitted with upper lobe lung nodules and bilateral hilar adenopathy. Underwent an endobronchial ultrasound (ebus). During ebus procedure when attempting to remove the aspiration needle, the needle snapped/broke at the (white) base. Inspection of needle upon removal indicated rest of device to be intact. Aspiration needle was discarded and replaced with new needle and procedure continued. Pt experienced no harm/delay as a result of event.